Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable hbsag g2 elecsys e2g 300 v2 results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). On (B)(6) 2020, the patient¿s first sample was collected as a pre-transfusion specimen, and the sample was tested for hbsag on (B)(6) 2020. For post-transfusion testing, the patient went to another hospital and a different sample was tested for hbsag by an abbott architect and pcr methodology. The date of sample collection and testing were requested but not provided. On (B)(6) 2020, the customer had a new sample collected at the customer¿s site and the sample was tested for hbsag, anti-hbc, anti-hbs, hbeag, and hbvdna. The e 801 module was used for hbsag, anti-hbc, and anti-hbs testing. The assays hbeag and hbvdna were tested by a different instrument or methodology, in which the information was requested but not provided. The hbsag results were reported outside the laboratory and the results were questioned by the physician. The patient¿s samples from 04-aug-2020 and 18-sep-2020 were provided for an investigation, and the samples were tested on an e 801 module as well as an outsourced abbott architect.